Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed.

Event description:
It was reported that during an left ventricular (lv) lead implant attempt, the physician had difficulty getting the lead to track in the tortuous anatomy. The physician then targeted another vessel and attempted to use the lead again; however the wire would not go through the lumen of the lead. The lead was not used and a new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.